Manufacturer narrative:
The customer mentioned that they will not be returning the defective unit for evaluation. Therefore, root cause could not be determined. However, the technical support advised to take a look at the o2 (oxygen) coming into the unit. Seems like the o2 (oxygen) coming into the unit might be low or fluctuating at times. The customer will check with maintenance people and call back if needed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed o2 (oxygen) low inlet while on a patient. The patient was removed from the device and transferred to a different ventilator. The customer confirmed that there was no patient harm associated with the reported event.